Manufacturer narrative:
According to the customer, on (B)(6) 2024 after foley insertion the "balloon only inflated halfway and would not deflate for removal". The customer reported after the incident occurred the foley catheter was "cut" for removal and another catheter was inserted. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 after foley insertion the "balloon only inflated halfway and would not deflate for removal".

Manufacturer narrative:
Correction to d9: device not available and not returned to manufacturer. Correction to h3: device not evaluated by manufacturer. Correction to h6: type of investigation.